Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each involved device. : suture breaked during the time of the surgery. Were there any patient consequences? : yes , there is patient consequences to. Procedure name? : pacemaker procedure. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : as per knowledge dr didn't specify the name . I have received the information from (B)(6) hospital dr. (B)(6) cardiologist specialist and his team response received from healthcare professional on oct. 3, 2023: (B)(6) 2023 the suture was used at approximately 1030 in a lipoma excision case with dr. (B)(6). It did not harm the patient or outcome of the surgery. Just time delayed due to finding a suture that would work. 4 suture were opened from the box and box given to mckesson by (B)(6). Unsure of lot number. Events reported via: 2210968-2023-07572, 2210968-2023-07562, 2210968-2023-07573.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.